Event description:
Pt sample collected in edta anticoagulant, was tested for abo and "d" on the abs2000 instrument. The sample, a group a-, typed as ab-. This event represents a believable, but incorrect abo type. Falsely positive results were obtained in cell (forward) tests with reagent anti-b. Falsely negative results were obtained in serum (reverse) tests with "b" cells. The error was detected because instrument results did not match the pt's historical type of record.